Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had a new pain that just started the day prior to the call. The pain is in their left lower back where the implant is. No falls were reported. The patient met with their manufacturer representative and the device was interrogated. Electrodes 8, 9, 11, and 15 were all out of regulation (oor). They were reprogrammed around the oor impedances and they were receiving therapeutic stimulation where they need it. The cause of the new back pain was still undetermined but since they are getting stimulation where they need it they were going to try the new programming and follow up in two weeks with their progress.